Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer was unable to complete troubleshooting with tandem technical support but planned to perform a cartridge change to address the issue. Customer's blood glucose was 123 mg/dl.